Event description:
Complainant alleged that during routine preventative maintenance checks performed by a clinician, the batteries used in the device would not recharge even if the unit was plugged into a/c power for 24 hours. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
The customer returned two batteries to zoll technical service for evaluation. A zoll technician charged both batteries for 24 hours. Fault was able to be verified in one of the batteries. Both batteries are being scrapped as a precaution. The customer has been sent replacement batteries. No further action is required at this time.